Event description:
The customer reported that during a procedure, the surgeon could not get out of continuous irrigation causing a posterior capsule tear. No further information was provided by the facility.

Manufacturer narrative:
The customer service representative examined the system and found the unit met specifications. However, the footswitch was checked and the heel cup was locked down to the treadle preventing independent heel rotation. The footswitch was replaced and sent in-house for further testing. Investigation, including root cause analysis is in progress.